Event description:
During a left renal stenting treatment procedure, the express biliary sd stent dislodged from the balloon during deployment. The physician was content with leaving the stent in place in the iliac artery as it had no impact on the patient's safety. The procedure was successfully completed using another of the same size express biliary sd stent. No patient injuries or complications were reported. Patient status is reported as `stable'.